Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was unable to talk but suddenly after a couple months, patient straightened up and could walk without chronic pain. Patient stated an MRI was needed however patient declined as they were doing better. Patient stated they met with neurosurgeon today and the pain was back; they could hardly walk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported trial went well but permanent implant didn't go so well. Pt said she never had much of a butt so it was difficult for the healthcare provider (hcp) to place the ins and ins kind of moves around. Pt said she wasn't able to walk prior togetting the device but after getting the device she was 'crippled'. Pt said that they were going to remove the device, they had done mris on device, and a date was set to remove the device but the patient ended up cancelling that surgery and had the device reprogrammed. Pt said that manufacturer representative (rep) had set stimulation down the wrong leg previously and once the device was correctly reprogrammed the device worked for her to where they were able to walk. Pt said that prior to the reprogramming when the device didn't work for her pain she would have to charge once every 2 days but now that she's finally on a program that finally works (starting 2 months ago) she has to charge ins twice a day so her ins recharge frequency had increased. The circumstances that led to the reported issue were unkn own. The troubleshooting of reprogramming resolved the issue of the device not working for the pt. The pt still has to charge device twice a day because of the program she is on. Patient support services (pss) reviewed that recharge frequency is based on device se ttings and usage and redirected the pt to their doctor.